Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient with persistent ventricular tachycardia (vt) with repeated implantable cardioverter defibrillator shocks went for vt ablation and impella cp device implanted post ablation and experienced limb ischemia, bleeding and hematoma adverse events. The patient required multiple vasopressors to maintain adequate blood pressure. After impella cp was placed, side port injection was done, and flow was limited down the leg post impella sheath. The patient lost pulses at the limb and a femorofemoral bypass was completed. Further, hematoma and bleeding developed at the impella site. The patient received two units of packed red blood cells. The patient continued on support and on the third day, critical care stated futility in escalation due to the patient¿s declining clinical status and multi organ failure. A discussion was made with the family with plans to transition towards comfort care. The patient expired the same day in the afternoon.

Manufacturer narrative:
The investigation for the reported limb ischemia and access site bleed has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of limb ischemia and access site bleed could not be determined as the device was not returned nor sufficient clinical details.